Event description:
The customer's mother stated that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 500 mg/dl at the time of the event. At the time of the report, the buttons on the insulin pump were unresponsive. Troubleshooting could not be performed due to the button problem. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.